Event description:
It was reported that the device was explanted due to low r-waves approximately 3 months post implant, undersensing vt/vf, and eri (elective replacement indicators) at less than 8 months. No patient complications have been reported as a result of this event.